Manufacturer narrative:
The complainant believes the eye irritation may be attributed to working with s40 sterilant. The employee stated he began experiencing the irritation in 2001; however, the first shipment of s40 was in january 2011. The complainant advised that he never encountered a damaged cup of s40 and was never exposed to leaking sterilant. Each carton of s40 sterilant includes the following label, "appropriate personal protective equipment (ppe) is required when handling containers of s30 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." In addition, the system 1e operator manual sates, "to avoid accumulated concentration of peracetic acid vapor, use s40 sterilant concentrate in a well ventilated room or area". The complainant was unable to confirm whether the environment(s) in which he worked were properly ventilated. The complainant reported that he has since retired and is no longer working in the sterile processing department.

Event description:
The complainant contacted steris and reported eye irritation after working as a sterile processing technician for 38 years.